Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1925301 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6f/7f mynx control vascular closure device (vcd) there was balloon loss of pressure. There was no reported patient injury. The device will not be returned for analysis since the device was discarded after case.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2 and h6 have been updated accordingly. During use of a 6f/7f mynx control vascular closure device (vcd) there was balloon loss of pressure. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot f1925301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information available, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.